Event description:
It was reported the customer received a no delivery alarm. The customer stated she resolved the issue by changing out her infusion set and reservoir. She also reported a crack on the left side of her insulin pump, underneath the battery compartment. Customer's blood glucose was 181 mg/dl. The customer was not aware how the physical damage had occurred. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during the prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-14809.